Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va1kncm, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have been trying today to turn stim off for a low back x-ray tomorrow and can't seem to get it working, they cannot tell if it is on or off. Worked with pt to try and synch and saw the low ins battery screen. Reviewed information about low ins battery screen and redirected to report this to their doctor. Pt was successful to clear past the message and use the programmer to practice turning stim off and back on so they would be ready for their x-ray tomorrow. They said the reason they need a low back x-ray is related to their stimulator, they guess there is one line that is broken. Pt said they just found out a few months ago but their doctor thinks it had been broken for probably a year or so.  Pt said the doctor they used to work with, has left the practice but they still go to the same urology clinic.